Manufacturer narrative:
An RMA has been issued to the customer requesting to have the instrument returned; however, isi has not yet received the fenestrated bipolar forceps for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the device logs for the fenestrated bipolar forceps (part# 471205-17 / lot/serial# k132108230137) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps was last used on 04-feb-2022 via system serial# (B)(4). There was 1 use remaining after this last usage. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No photo or video was provided by the site for review. This complaint is considered as reportable due to the following conclusion: it was alleged that the instrument conductor wire was damaged. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci assisted radical cystectomy surgical procedure, the fenestrated bipolar forceps did not coagulate. The conductor wire at the end of the instrument was noted to be visually stripped. No energy was observed to flow through the instrument. The procedure was completed with no reported injury. On february 08, 2022, intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the issue occurred during the procedure, the instrument did not coagulate because the conductor wire was damaged and no energy flowed through. There was no blood loss or any harm to the patient. No further information was provided as of the date of this report.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2 and h3 evaluation information can be found in the following fields: h6, and h10 intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. For clarification, the fenestrated bipolar forceps instrument was found to have a broken conductor wire at the yaw pulley. Fa found the primary failure of a broken conductor wire to be related to the customer reported complaint. The conductor wire was broken at the grip-crimp location. The fenestrated bipolar forceps instrument failed the electrical continuity test and energy delivery would no longer work if activated on the system. No signs of thermal damage or loss of conductor wire insulation were observed. The root cause of the broken conductor wire is attributed to a component failure. No functional test for energy activation was performed due to the wire breakage.

Event description:
Refer to h10/h11 for follow-up information.